Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2016. On (B)(6)2015, the patient had essure inserted. In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Lot number: c51080 manufacturing date: 2014-04-28 expiration date: 2017-04-30 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and ectopic pregnancy with contraceptive device ('ectopic pregnancy with essure') in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2016. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the medical device removal and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: pif recived, reporter, new event medical deice removal , insertion date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2016. On (B)(6)2015, the patient had essure inserted. In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case(B)(4) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure") in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy with contraceptive device in 2016. On (B)(6) 2015, the patient had essure inserted. In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.